Event description:
It was reported that the device has a power button sensitivity issue discovered before use. The customer reported that "I turned unit on as I normally do. As I was finishing up the clearing of the trend, my other hand grazed the power button and the unit turned off with the slightest touch." The unit was able to engage in patient monitoring. There was no patient involvement.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.